Event description:
Same case as MFR#: 2134265-2010-01454. It was reported that during a stenting treatment procedure, a balloon rupture and a vessel dissection occurred. The physician was treating two lesions. The first lesion was 80% stenosed and located in the non-tortuous and non-calcified left common iliac artery. Vascular access was obtained through the left femoral artery. The lesion was pre-dilated with a 6x40mm wanda balloon catheter. An iliac wallstent was implanted in this lesion without difficulties. This 8.0x40mm wanda balloon catheter was then used to post-dilate the stent. The balloon ruptured on the first inflation at 8atms after being inflated for 10 seconds. The device was removed from the patient intact. Post-dilation of this stent was completed with another manufacturers' balloon. A second 90% stenosed lesion was identified in the mildly tortuous and mildly calcified right common iliac artery. The guide wire was not able to cross from the left common iliac to the right common iliac artery, so vascular access was obtained through the right femoral artery to treat this lesion. Another manufacturers' guide wire crossed the lesion and a 6.0x40mm wanda balloon catheter was used to pre-dilate the lesion for stenting. After pre-dilation, the balloon catheter was removed from the patient intact, the guide wire also came out with the balloon catheter. An attempt to cross the lesion again with this wire failed. Angiography was performed to the lesion in the right common iliac artery to ensure the lesion was pre-dilated adequately. In doing so, a type a vessel dissection was noted in the lesion. An attempt to cross the lesion with the guide wire was made again, but still unsuccessful. The lesion was not stented and no actions were taken to treat the dissection. The patient was asymptomatic. There were no further patient complications. The patient was listed as "stable". This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MFR#: 2134265-2010-01454. It was reported that during a stenting treatment procedure, a balloon rupture and a vessel dissection occurred. The physician was treating two lesions. The first lesion was 80% stenosed and located in the non-tortuous and non-calcified left common iliac artery. Vascular access was obtained through the left femoral artery. The lesion was pre-dilated with a 6x40mm wanda balloon catheter. An iliac wallstent was implanted in this lesion without difficulties. This 8.0x40mm wanda balloon catheter was then used to post-dilate the stent. The balloon ruptured on the first inflation at 8atms after being inflated for 10 seconds. The device was removed from the patient intact. Post-dilation of this stent was completed with another manufacturers' balloon. A second 90% stenosed lesion was identified in the mildly tortuous and mildly calcified right common iliac artery. The guide wire was not able to cross from the left common iliac to the right common iliac artery, so vascular access was obtained through the right femoral artery to treat this lesion. Another manufacturers' guide wire crossed the lesion and a 6.0x40mm wanda balloon catheter was used to pre-dilate the lesion for stenting. After pre-dilation, the balloon catheter was removed from the patient intact, the guide wire also came out with the balloon catheter. An attempt to cross the lesion again with this wire failed. Angiography was performed to the lesion in the right common iliac artery to ensure the lesion was pre-dilated adequately. In doing so, a type a vessel dissection was noted in the lesion. An attempt to cross the lesion with the guide wire was made again, but still unsuccessful. The lesion was not stented and no actions were taken to treat the dissection. The patient was asymptomatic. There were no further patient complications. The patient was listed as "stable". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a 1mm longitudinal tear located at the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).